Manufacturer narrative:
No contact information was provided. No serial number or part number was provided.

Event description:
It was reported that a cadd® cadd-legacy® pca pump turned off and never came back on. Batteries were relatively new. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
One medfusion pump was returned for analysis. The visual inspection of the pump found cracked right plunger case. Functional testing included "motor drive and occlusion test". The pump recognized 60 b-d as 30ml during occlusion test. The customer stated issue was able to be duplicated. The problem source was identified as mechanical issue. It was found that the barrel clamp spring was going over the barrel clamp rod.